Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sim-vivo (prt26351-001, sv ap4 rev1) test was also performed and results of 2407 (specification 947 to 3260 counts). The sensor plug was returned, and it was properly seated in the mount and no physical on the sensor patch. No failure modes were observed on the sensor plug assembly upon visual inspection. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 7 hours¿ error message on the same day he applied the adc freestyle libre sensor. The customer experienced symptoms described as ¿could not move, sweaty, and a loss of consciousness and requiring treatment of emergency glucagon injection by a non-hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.